Manufacturer narrative:
Occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year. The lancet device and lancets were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of an issue with the accu-chek softclix lancet device. The customer alleged a properly seated lancet protruded past the end cap of the device. The customer accidentally stuck herself; no medical treatment was required. A new lancet was inserted and the device was primed and fired. The lancet no longer protruded from the end cap. The lancet lot number was 10516402 with an expiration date of 31-aug-2020.